Event description:
Manufacturer's refrence #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. Our field service engineer investigated the system and the reported failure was reproduced. The issue was solved by replacing apl/peep valve membrane. Device logs nor any parts have been available for the further analysis of the issue. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 02/01/2011. Corrected manufacture date: 06/27/2011.

Event description:
It was reported that the anesthesia workstation failed the initial check, there was no patient involvement. Manufacturer's refence #:(B)(4).